Manufacturer narrative:
Corrected to: b5 - the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -9.0/1.0/092 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The lens was intraoperatively removed due to low vault. A replacement len of a longer length was later implanted and the problem resolved. Cause of event was unknown. H6 - work order search: no additional similar complaint type events within associated lots were found. Claim #(B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Manufacturer narrative:
H6 - health effect - impact code: 4629 corrected to 2199 in supp3. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. H6 - health effect - impact code: 4627 corrected to 4629 initial MDR. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.00/1.0/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was intraoperatively removed due to low vault. A replacement lens of longer length was later implanted and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
(B)(4).